Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the delivery device was returned outside of the loading device. The seal was inside the body of the loader. The tension spring was received outside of the loading device and had detached from the seal. The tether was not cut. The safety lock and plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for both failure to load and for the tension spring detaching from the seal. Based on the fact that the customer had difficulty loading three devices, an in-service training from a maquet representative has been offered to the hospital. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii devices failed to load. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The devices were returned to the factory for evaluation. Refer to MFR report #s 2242352-2012-00777 and 2242352-2013-01154.